Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported, she noticed there was insulin leaking around her luer lock connection on (B)(6) 2010. Patient stated, there is no visible damage. Patient reported, the infusion set had been in use for about 12 hours. Patient stated, her blood glucose is elevated as well. Patient reported, her blood glucose was 384 mg/dl on (B)(6) 2010. Patient stated, she gave a correction and when she woke up, her blood glucose was normal around 6:00 am. Pt reported, her blood glucose had gone back up around 8:00 am. Patient's target blood glucose range is 120-130 mg/dl. Patient stated, she has already discarded the infusion sets. Attempts to follow up with patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Sending infusion sets; no product return was requested.